Event description:
The iab was inserted into the pt on 9/6/97 at 6:00 p.m. And removed on 9/7/97 at 5:00 p.m. The iab did not malfunction. The pt has some bleeding that was not severe and a transfusion was required. Also a hematoma was at the site and a vascular surgeon was consulted; pvr's and ultrasonic o.k.; the pt was "very agitated". (Event complications: bleeding-not severe/hematoma/transfusion - reported 11/20/97. (Pt's current status: discharged-rpt'd 11/20/97).